Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, a lead dislodgment was noted. The physician repositioned the lead with good results. The patient¿s conditions were good after the event.